Event description:
Patient was scheduled for hernia repair utilizing da vinci robot. Robot was hooked up and instrument positioned to begin hernia repair, approximately three (3) minutes of the procedure the robot progressed forward out of the control of any surgical team member. The arm progressed to the end of range and cut into the bowel and abdominal wall of patient. Repairs to bowel and abdominal wall completed during procedure. Findings: during the procedure, the robotic arm advanced forward without manual assistance. The movement escalated with noticeable force approximately 3 minutes into the case. The patient sustained a full-thickness injury as a result of this event. The provider reported that no surgical team members were in contact with the robotic arm at the time of the unintended movement. The robotic arm continued to move forward with force, progressing from the initial position through the full length of the instrument. This unintended movement occurred shortly after the console was being plugged in. This provider noted that a small jolt is typically experienced when cautery is connected. In anticipation of this, the provider had fingers positioned in the shears; however, the unexpected forward force caused their fingers to disengage from the instrument. Health system requested onsite inspection from field service staff with intuitive da vinci, field service was performed on 5/22/26 by intuitive field engineer. Intuitive field manager, shares with us the engineer was unable to reproduce reported problem. System tested and no indications of machine error were found. Health system robotic system was immediately removed from service following the incident and will remain out of use pending further engineering analysis and validation, intuitive detailed log review requested from "manfu." Product support engineers will conduct a comprehensive review of sq1003 system fogs, focusing on the may 21 incident. A proactive tier 3 customer care case has been initiated for enhanced monitoring. Engineering teams will provide ongoing log reviews and written performance reports over a three-week period.